Manufacturer narrative:
Intuitive surgical inc., (isi) has received the tenaculum forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load a fatigue (cycling) characteristic. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The broken pitch cable is attributed to a component failure and device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for tenaculum forceps was (part - 470207-10/n10200413 0121) associated with this event has been performed. Per logs, the tenaculum forceps was last used on the reported event date of (B)(6) 2021 on system sk3265, with 3 uses remaining. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the tenaculum forceps instrument's cable snapped. The procedure was reportedly completed with no reported patient injury.